Manufacturer narrative:
Block b3: approximated based on the date of the explant procedure. Additional suspect medical device component(s) involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7087162, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-1232, serial number: (b)(60, batch/lot number: 790617, model/catalog description: wavewriter alpha 32 ipg kit, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient had an infection and inflammation at spinal cord stimulation (scs) lead site. The patient underwent a procedure where the scs system was removed. Antibiotics were administered. No pathogenic bacteria were detected in the culture results. The physician believed the infection was device related. The explanted devices will not be returned as they were discarded by the medical facility. There were no reported complications post operatively and the patient since has requested a reimplantation of the scs system. The physician assessed that the infection was device related and not procedure related.